Event description:
Additional information received: the cause of stimulation turning off on its' own was determined to be due to patient not charging to 100% battery was discharging and powering off. With the help of tech support the patient's caregiver was instructed on how to charge as well as adhesive discs to prevent the charging antenna from moving. The impedances were not deemed too far out of range to deliver therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient was unable to speak so their family member was their primary caretaker. The patient had a return of symptoms and stimulation turned off when they had stimulation turned on. When stimulation was turned on, dystonia with muscle contraction became uncomfortable so the caretaker turned it off. The rep met with the patient the next day and interrogated the device with stimulation turned off. The rep turned it back on, but stimulation was uncomfortable and the patient experienced dystonia muscle contraction that they couldn¿t handle so stimulation was turned off. The consumer stated the implantable neurostimulator (ins) was fully charged, but by the next day, the ins had dropped to 50%. Interrogation of the device didn¿t show any error message. The recharging diary showed coupling was excellent (8). On 10/26 recharging was: 19 minutes, 12 minutes, 31 minutes, charged level 50%. On 10/25 recharging was: 1.61 hours with a charged level of 50%. On 10/23 recharging was 5 minutes, 30 minutes, charged level 25%. Overdischarge count was zero. The patient met with the healthcare provider (hcp) on october 27th who reprogrammed the patient which resolved the dystonia and muscle contraction. Before reprogramming the left side was 3.5 volts, 120 pulse width, 140 hertz 2-c+. The right side was 3.4 volts, 120 pulse width, 140 hertz, 7-c+. After reprogramming the left side was c+2-, 3.5 volts, 130 pulse width, 4 hertz. The right side was c+7-, 3.4 volts, 110 pulse width, 4 hertz. The patient charged to 100% and by the next day the charge level dropped to 50%. The therapy impedances were okay, but no results showed on the reps report. Electrode impedances were run with results from 787 ohms-4 ,102 ohms. During the call the consumer called in and reported an x-ray was done yesterday and they were waiting for the result. However, the patient woke up this morning and stimulation was turned off again when the patient didn¿t turn stimulation off as the hcp turned stimulation on the day prior. Recharging statistics were reviewed as well as charging longer and coupling bars. The consumer noted the fully charged battery was the recharger, not the ins. The rep was going to send the consumer a video on how to charge along with meeting in the future for more education on charging. Adhesive discs were also ordered for the patient.